Manufacturer narrative:
(B)(4) no longer applies to the event. Conclusion codes have been updated.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that the patient had rib pain above the pacer immediately after placement. It was worse when the patient bent over and it was placed too high by the surgeon who did the initial surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had abdominal pain at the pocket site after surgery and it had remained ever since. It was unknown if any environmental, external, or patient factors led to the issue. It was unknown if any diagnostics were performed. The issue was not resolved at this time. Explant of the implantable neurostimulator (ins) was planned for (B)(6) 2016. The patient was alive with no injury. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.